Event description:
The reporter contacted animas on (B)(6) 2012 stating that the pump history was not recording. The reporter stated that there was no history in the pump or on the pump download. This report is made based on the allegation of the pump history record issue.

Manufacturer narrative:
Follow-up #1 date of submission 01/11/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed that the date and time defaulted to factory settings after power on resets. During investigation, a 10 unit audio bolus and a normal 10 unit bolus were successfully performed on the pump and accurately recorded in pump history. The keypad was tested and all keypad buttons responded to user input. No hypersensitive keys were noted. The reported complaint was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .